Manufacturer narrative:
Patient underwent a revision procedure on (B)(6) 2019, where construct was removed with no issues and replaced with unknown product from t11-s1. Patient has been reported in good condition.

Event description:
For updated information.

Manufacturer narrative:
No product has been returned for evaluation as product remains in-situ. No radiographs or images were provided to confirm the alleged event. No additional investigation ca be conducted at this time. Labeling review: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications known to occur include: bending, fracture or loosening of implant component(s)..." Post-operative warnings "...during the postoperative phase it is of particular importance that the physician keeps the patient well informed of all procedures and treatments. Damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..."

Event description:
On (B)(6) 2018, a patient underwent a vertebral body replacement at l1-l5 levels and a posterior spinal fusion at l3 level. On (B)(6) 2019, a screw back out was identified. A revision procedure is planned but has not been performed at this time. No patient injury has been reported.